Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated current leakage in the integrated circuit due to gate/cap oxide breakdown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Visual examination of the connector noted no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the same day, post implant, the implantable pulse generator (ipg) exhibited undersensing and unstable impedance on both channels. All measurements on the leads were within normal parameters prior to connecting to the device. After the procedure ended, the device was checked and noise was observed on both channels and impedances had dropped. The patient was re-prepped and draped and the pocket was opened. A new device was connected and tested and it exhibited none of the issues of the previous device. The new device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.